Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, while installing a nim trivantage endotracheal tube, the bellows on the anesthesia machine failed, preventing a closed system and a secure connection. Due to this, the device could not be used properly and had to be replaced with a larger tube. After the procedure, a thorough inspection of the defective tube was performed, and no apparent leak was found. However, during the surgery, the patient required intubation twice: the first tube malfunctioned as described, while the second functioned correctly, allowing the surgery to proceed without further issues. There was a delay in the procedure. Patient experienced bellows. There was no patient injury.